Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply connections and connectors were evaluated and reseated. The power supply was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.